Event description:
It was reported that the user received an occlusion alert on the ilet pump, dismissed the alert, shut down the pump, and later changed the infusion set and cartridge without performing occlusion troubleshooting, after which the pump was again shut down in an attempt to lower blood glucose; the user also made multiple meal announcements to correct hyperglycemia, and was transferred for additional education and assigned further training. Symptoms included hyperglycemia with a blood glucose reading of 356 mg/dl. Outcomes included the need for troubleshooting, user education, and assignment to additional training. Investigation included call review, troubleshooting guidance, and referral to a partner organization for education. Investigation of this case revealed that improper response to an occlusion alert and inadequate understanding of pump operation contributed to continued hyperglycemia, consistent with a supply line occlusion and user technique issues related to the infusion set and cartridge. It was concluded, based on previously established findings for similar reports, that user error and inadequate training were the most likely causes.